Manufacturer narrative:
Updated to indicate that the product was not returned by the user facility. The device will not be returned; it is not possible to determine the cause of the reported malfunction without an evaluation of the device. The device was not returned by the user facility.

Event description:
It was reported that the device would not read the probes/cables. The procedure was completed successfully using the same device. There were no adverse consequences and no medical intervention.

Event description:
It was reported that the device would not read the probes/cables. The procedure was completed successfully using the same device. There were no adverse consequences and no medical intervention.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. Device not received for evaluation.